Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 22, 2021 that an epic biliary endoscopic stent was to be implanted to treat a malignant stricture in the middle of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp). The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, an epic biliary stent was successfully deployed but since the stricture extended past the stent, the physician decided to place another epic stent to bridge the stricture. The second stent was attempted to be placed through the initial stent, but there was difficulty advancing it through the ampulla due to inflammation. The ampulla was dilated with a cre balloon. The stent was able to be advanced into the correct position and deployment was initiated; however, the thumbwheel stopped working and the stent was only able to be deployed 1 cm. The physician attempted to use the grasp and pull method but was only able to deploy the stent 1.5 cm. The delivery system was difficult to remove and the guidewire got stuck in the epic stent during removal. The stent was removed from the patient partially deployed and a wallflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event.